Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer was ill with a virus and this is believed to have caused their elevated bg levels. While hospitalized the customer was treated with intravenous insulin and released the following day on (B)(6)2016.